Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from the us alleged discrepant results for one patient when compared the retest sars-cov-2 results from 2 different collections with the cobas® sars-cov-2 & influenza a/b test on the 2 cobas® liat® systems.the samples were tested 6 times. Three runs generated not detected results for all targets and three other runs generated results of sars-cov-2 detected, influenza a not detected, influenza b not detected. Review of the available data provided by the customer showed two positive sars-cov-2 results had CT values indicative of the samples being at the limit of detection (lod) of the test, based on the table: lod determination using USA-wa1/2020 strain in the product's method sheets. One positive result of the recollected sample had a strong CT value and amplification signal. No abnormalities in the curves were seen for any of the runs.positive results were reported out; no harm was reported.an investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended.